Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter, translated from chinese to english: if leakage from the isolation plug is found during product use, a complaint reply letter, a complaint acceptance letter, and a green claim are required. The sample cannot be returned. A video is provided.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of leakage at the septum was confirmed from the two videos that were provided for investigation. The videos revealed evidence of a fluid path between the septum and the catheter adapter on an 18g nexiva catheter. During infusion, drops of liquid exited from the catheter adapter. The damage appeared to be consistent with a manufacturing defect. The appropriate manufacturing personnel were notified of this complaint. The DHR for lot 2312170 has been reviewed. No related quality issues or process deviations were found. This complaint type will continue to be trended.